Event description:
The doctor reported the implant was removed due to osseointegration failure within 1 year, approximately 10 months after implant placement. The patient's x-ray was provided. The bone quality was type IV. Oral hygiene around implant site was good. Bone resorption and no bone were found during the removal surgery. Bone augmentation material was not used in implant placement surgery. The patient has since recovered.